Event description:
It was reported that a home patient (hp) experienced a high drain alarm during automated peritoneal dialysis using a homechoice (hc) device. This alarm identifies that the patient drained greater than 200% of the maximum prescribed cycle fill volume, indicating an increased intra-peritoneal volume event. The total ultrafiltration reading of therapy was 3520ml. A technical service representative (tsr) explained the alarm and reviewed proper procedures with the hp. The tsr initiated a swap of the hc, and discussed the use of continuous ambulatory peritoneal dialysis until a new device arrives. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice was returned and the device analysis was completed. The event history log review verified the presence of the high drain 101 alarm. No abnormalities were identified during internal/external inspections. The device passed both rite (returned instrument test evaluation) electrical and functional tests. A check of the pneumatic system found the pneumatic system working to specifications. A short simulated was performed with no issues noted. A service history record review did not identify any issues in the previous service events that would have contributed to the reported issue. Although the high drain alarm was identified in an event history log review, no nonconforming product was identified during sample analysis. The cause was the initial drain alarm setting was inappropriately programmed and a false empty detect occurred. The homechoice / homechoice pro apd systems patient at-home guide warns that setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted